Event description:
A company representative reported that the tulip of an es2 integrated blade screw disengaged intra-operatively. The procedure was completed successfully with no reported surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.